Event description:
Lps insert dislocated, on examination of product poly sleeve over cone pin disassociated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.